Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
It was reported the patient experienced medication side effects. The patient experienced drowsiness, nausea, and diarrhea. Programming interventions occurred on (B)(6) 2012 and the medication was changed from morphine to dilaudid. The side affects were said to be a possible drug related action. The symptoms continued despite the reprogramming and medication changes. On (B)(6) 2012, it was noted there was symptom improvement. The patient had an infected lumbar site. The severity was noted as mild. The outcome was noted to have resolved on (B)(6) 2013.